Event description:
Consumer stated: after 3 months of use, the bottom portion of the guard came off during my sleep woke me up as I almost shocked; last night I just had exactly the same issue. After 2-3 months of getting this new one (2nd one), the exact same thing happened to it. Consumer disposed of the product.